Event description:
It was reported that a continuous glucose monitor (cgm) displayed error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for resetting the pump, but the error persisted. As a result, technical support decided to replace the pump and confirmed that it was under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy until the replacement arrived.